Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was long loaded, causing the cartridge to fall into the patient when device was fired. An incomplete line of malformed staples and damage to the bowel was noticed. The case was converted to an open procedure to retrieve reload and to complete with suture.

Manufacturer narrative:
Date sent: 08/27/2009. Evaluation summary: the analysis results found that the device was returned in good visual condition, with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded into the device without any difficulties and did not fall out during functional testing. The event description could not be confirmed as the reload was received unfired. It is possible that the returned cartridge reload was not the reload used during the procedure. A batch record review was performed an no anomalies were found during the manufacturing process.